Event description:
A clip applier was being used during a right lumpectomy and axillary dissection. When firing the clip applier tip broke off into the pt. The piece was retrieved. The device was given to MFR's sales representative.